Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Subsequently, the customer loaded a new cartridge and received a minimum fill notification after filling the cartridge with 120 units of insulin. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer reloaded the same cartridge to resolve the issue.